Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Evaluation of the battery logs confirmed the occurrence of the internal battery degraded alarm due to a battery issue. Based on all available evidence and previous investigations of similar complaints, it was determined that the battery issue was most likely due to a software issue which resulted in the corruption of the battery cycle count parameter during the battery screening process. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.